Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018, for anemia and acute kidney injury. Nonspecific infectious symptoms prompted blood and urine cultures which revealed gram positive cocci in blood cultures. The patient was treated with antibiotics. Antibiotics were completed on (B)(6) 2018. No signs of infection were present on (B)(6) 2018. A computed tomography (CT) scan from (B)(6) 2018, showed a small amount of fluid in the lower anterior mediastinum surrounding the left ventricular assist device (lvad) outlet conduct that was thought to be the possible source of infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events leading up the patient¿s outcome could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated that the pump was not explanted and would not be sent back; therefore, no product is available for investigation. The heartmate 3 lvas IFU lists infection (localize, driveline, pump pocket or pseudo pocket infection), stroke, bleeding, cardiac arrhythmia, hemolysis, renal dysfunction, respiratory failure and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and psychosocial issues as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation therapy. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing this event.

Event description:
The patient was readmitted to the intensive care unit for fever and hypotension. The patient had a history of past illness including the following: hypertension, diabetes mellitus type 2, chronic kidney disease, hyperlipidemia, hypothyroidism, atrial fibrillation on antiarrhythmic therapy, coronary artery disease status post coronary artery bypass grafting in 1995, stage d systolic heart failure with preserved ejection fraction with ischemic cardiomyopathy with an implantable cardioverter defibrillator (previously inotrope dependent but now is status post heartmate 3 left ventricular device [lvad] on (B)(6) 2017), and dementia. The patient presented initially on (B)(6) 2018 with anemia and hematuria in the setting of supratherapeutic international normalized ratio (inr). The course was complicated by acute kidney injury on chronic kidney disease. The patient was readmitted on (B)(6) 2018 for fever and hypotension. The acute kidney injury on chronic kidney disease is now being followed by urology and nephrology. Urology reported that at the time of consult, the patient had a subtherapeutic inr, urinalysis with large blood, and negative le nitrites. A urine culture was finalized with no growth. Urine was clear yellow and hematuria improved. Given the acute kidney injury, urology recommended a computed tomography urogram as an outpatient to evaluate for upper tracts once creatinine was closer to baseline values. The patient will need a cystoscopy as an outpatient for further workup. The course was further complicated by an acute gastrointestinal bleed in the setting of supratherapeutic inr. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 showed no blood in the visualized upper gastrointestinal (gi) tract. The patient had no varices. A colonoscopy on (B)(6) 2018 noted that the hemorrhoids were grade IV (internal hemorrhoids that prolapse and cannot be reduced manually). Colorectal surgery did not want to ligate his piles given the increased risk of bleeding as the patient¿s inr was prolonged. The course was further complicated by mssa bacteremia. A blood culture on (B)(6) 2018 grew mssa. Repeat blood cultures on (B)(6) 2018 and on (B)(6) 2018 showed no growth to date. A transesophageal echocardiography (tee) performed on (B)(6) 2018 to further evaluate for vegetation was negative. The patient completed 6 weeks of cefazolin IV for mssa bacteremia and was on cefadroxil at 1000 mg by mouth daily as lifelong suppressive therapy. Dermatology was consulted on (B)(6) 2018 for asymptomatic palpable purpura of the bilateral lower legs. A punch biopsy showed leukocytoclastic vasculitis and recommended no further follow up after discharge. Rheumatology was consulted and believed the rash to be hydralazine-induced leukocytoclastic vasculitis. Hydralazine was discontinued and the rash improved. A renal biopsy was performed on (B)(6) 2018 indicative of active immuloglobulin a nephropathy and interstitial nephritis. The patient completed a 10 day course of prednisone 60 mg daily on (B)(6) 2018. The patient had one asymptomatic episode of ventricular tachycardia/torsades on (B)(6) 2018. The patient¿s ICD fired. On (B)(6) 2018 the patient had worsening blood urea nitrogen (bun) and creatinine. A trialysis line was placed and the patient was started on intermittent hemodialysis. The patient received hemodialysis on (B)(6) 2018. Intermittent hemodialysis was stopped on (B)(6) 2018 and the trialysis line was discontinued on (B)(6) 2018. The patient resumed aspirin 81 mg daily on (B)(6) 2018. On (B)(6) 2018 the patient started warfarin 2 mg daily. Gastrointestinal had no objection for anticoagulation and aspirin. Fish oil 2 grams twice daily was started to reduce arteriovenous malformation (avm) related bleed. The patient had been hypervolemic and on a lasix drip since on (B)(6) 2018 which was stopped. The patient was less responsive since around midnight on (B)(6) 2018 with shortness of breath desaturation 88%, and reported mean arterial pressures (map) as low as 63 with a fever of 38.1 degrees celsius. The patient also had an acutely enlarged scrotum overnight. An indwelling foley catheter was placed prior to transfer with pink-colored urine output. The patient received 500 ml normal saline bolus and was transferred to (hospital name redacted) for further management. Upon arrival to (hospital name redacted), a right radial arterial line was placed and map was 68. The patient received 500 ml normal saline bolus again. Norepinephrine was started at 0.02 mcg/kg/min for a map goal of 75 for renal perfusion. Urology was consulted and recommended an ultrasound of the scrotum, nystatin powder to the groin, and saline flushes through the foley catheter to into rectumevent clots. Nephrology was consulted for assessing the need for dialysis. Infectious disease was consulted for fever and hypotension and recommended empiric coverage with vancomycin 1 g intravenously and meropenem 500 mg intravenously every 6 hours. Most recent urinalysis was negative for infection. Urine culture from on (B)(6) 2018 showed highly resistant klebsiella oxytoca. Chest x-rays showed worsening pulmonary edema.

Manufacturer narrative:
Section date rec¿d by MFR: the manufacturer¿s aware date for this report reflects the aware date of the events leading up to the death of the patient. The aware date of the patient's death reported in the initial report is accurate. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated on 26jan2019 stating that the pump was not explanted and would not be sent back; therefore, no product was available for investigation. The heartmate 3 lvas IFU lists infection (local, pump pocket/pseudo pocket, and driveline), stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented to a clinic on (B)(6) 2018 and labs revealed low hemoglobin. Hematuria and a supertheraputic international normalized ration (inr) were the suspected cause. The patient was admitted for anemia and acute kidney injury (aki) and was transfused 4 units of packed red blood cells (prbcs) over (B)(6) 2018 and (B)(6) 2018. The patient also had one episode of melena, though a gastrointestinal workup revealed no active bleed. The patient continued to have episodic bleeding throughout their hospital stay from multiple sites, acute on chronic blood loss anemia, coagulapathy and thrombocytopenia, requiring many transfusions of blood and platelets. Nonspecific infectious symptoms prompted blood and urine cultures which revealed gram positive cocci in blood cultures. The patient was treated with antibiotics, which were completed 16dec2018. No subsequent signs of infection were present. The patient had another episode of bleeding after nasogastric tube placement on (B)(6) 2018. There was suspected disseminated intravascular coagulation. The patient was discharged to hospice (B)(6) 2019 and expired as previously reported on (B)(6) 2019.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas pump, and the reported hemorrhagic stroke could not conclusively be established through this evaluation. The account communicated on 26jan2019 stating that the pump was not explanted and would not be sent back; therefore, no product was available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in hospice and excuse due to a hemorrhagic stroke on (B)(6) 2019. No further information was provided.